Manufacturer narrative:
(B)(4).

Event description:
(B)(6) distributor contacted dexcom on (B)(6) 2016 on patient's behalf to report that the receiver displayed error 214 on (B)(6) 2016. The foreign distributor did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) correction: upon further review of the complaint, please disregard all information in report number 3004753838-2016-21385 as this was submitted in error. The information contained in that report belongs to report number 3004753838-2016-21011.